Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to change their batteries to resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected low battery alarm was noted. The pump was received with minor scratches on the display window.